Event description:
It was reported that the patient had elevated flow and power readings from system controller lcd. Also reports an increased pump speed from historical settings. They also noted a red heart alarm. The log files were submitted for review. It appeared that the log files contained left ventricular assist device (lvad) internal faults for high current, circuit over temp, elevated pump power on (B)(6) 2026. The log also confirmed that the pump appeared to have been running at a higher than programmed set speed. There was a brief pump off period at 11:12pm on (B)(6) 2026. The system controller batteries were exchanged during this time. Following this brief pump off period the lvad fault for high current appeared to resolve and pump is able to resume the programmed set speed. The pump temp also slowly drops back to normal baseline values. The patient reported chest pain but is now currently stable and will be monitored. They submitted additional log files for review on (B)(6) 2026. It appeared that there were no unusual events recorded in the log file event history. There were no clinical signs of pump thrombosis, no hemolysis, stable lactate dehydrogenase (ldh), and stable flows after event. Engineering suspects a possible electrostatic discharge (esd) event resulting in transient abnormal pump behavior; however, the exact etiology remains unconfirmed. The event resolved. There was a brief pump-off period at 23:12 on (B)(6) 2026 during a system controller battery exchange, approximately 4¿5 seconds. Following pump restart the high current fault resolved, the pump returned to programmed set speed, the pump power normalized, internal temperature gradually decreased back to baseline. No further abnormal events were noted on subsequent log review. The patient has remained clinically and hemodynamically stable since the event. No controller exchange was performed, and engineering did not recommend device replacement at this time.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.